Event description:
The pt was showing symptoms of withdrawal. The pt had a fever and flu-like symptoms. The pump was alarming. Telemetry confirmed a critical alarm was occurring. The pump showed multiple resets due to low battery, then a motor stall, and then the pump went into safe state; this all occurred on (B)(6) 2010. The pump was replaced. The device system was used to deliver hydromorphone and bupivacaine. Additional info has been requested a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).